Event description:
The user reported that after appling this unit to a patient to perform cardiopulmonary resuscitation, it was found that the unit would not perform compressions. At this point the unit was removed from the patient and manual CPR was continued.